Manufacturer narrative:
Data analysis: given the data logs were deleted by the sw upgrade to v8.5, an image of console¿s log download screen showed the console did not generate a log file for the impella and likely did not properly recognize it (see image attached). Device analysis: the cause of the failure to read the pump eeprom was most likely due to a software defect (in-house). However, there is a chance that this could be an intermittent glitch of the impellatronic¿s epm circuitry, which could be resolved by simply power cycling the epm. Console was upgraded by field team to sw v8.5. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that an impella cp with smart assist was connected to the automated impella controller with serial number (B)(6), but the screen to connect the grey connectors appeared as if it wasn¿t plugged in. There was no patient harm reported.